Event description:
It was reported that the patient underwent an initial shoulder implantation on an unknown date approximately three (3) years ago. Subsequently, the patient was revised on an unknown date due to fractured screws. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk screw; lot# unknown. E1: full establishment name - (B)(6) hospital. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d2; d4; d10; g1; g3; g4; g6; h1; h2; h3; h4; h6. D10: item# 180556; lot# 651640. Item# 180554; lot# 612370. Item# 180555; lot# 030310. Item# 110027734; lot# 026860. Item# 110031418; lot# 64790153. Item# 110031402; lot# 65255202. Item# 115310; lot# j7238894. Item# 110031378; lot# 026870. Item# 113610; lot# 65319641. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the two most inferior glenoid baseplate fixation screws are fractured. There is sirveaux grade 1/2 scapular notching. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a4; b4; b5; b7; d2; g1; g3; g6; h1; h2 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a shoulder arthroplasty three (3) years and six (6) months ago to receive a vrs shoulder. Subsequently, the patient was revised on six (6) months post-implantation due to screw fracture and received a competitor baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; a3; b3; b4; b5; b7; d2; d6a; d6b; g1; g3; g6; h1; h2; h10. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.